Event description:
The customer reported that the system intermittently displayed filament regulator errors during procedures. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The filament regulator board was replaced and a high voltage calibration was performed. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.